Event description:
T1 was pushed backwards on the needle so it could not be used. Pt injury is listed as "piercing of the meniscus". No other info is available at this time.

Manufacturer narrative:
Device has not been returned from the customer for eval.